Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message indicating that it was overheating. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not reproduce error. However, confirmed complaint due to errors in log: sensor 1 micro processing unit (mpu). Replaced mpu and power supply as preventative. 25 milliseconds keypad button does not light up but operates. Replaced printer keypad. Reconfigured hard drive reloaded and updated software. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.